Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and an issue with the blower motor was identified. The device's sensor board and blower motor were replaced to address the issues.